Event description:
The initial reporter received questionable elecsys probnp ii immunoassay results for two patients tested on a cobas 8000 e 602 module. It was reported that there were recurring sample probe alarms. The initial probnp results were not reported outside the laboratory. The customer performed repeat testing with the samples. Patient 3's initial probnp result was <10 ng/l. The patient's repeat result was 477 ng/l. Patient 5's initial probnp result was <10 ng/l. The patient's repeat result was 3256 ng/l. Allegedly only the repeat results were reported outside the laboratory. The probnp reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer performed pipettor air purges and sample probe cleaning but the issue recurred. The field service engineer found that the connection cable for the sample probe was disconnected. The sample probe was exchanged. The pressure sensor, liquid level detection voltage, and dispensing position were adjusted. The control measurements did not trigger any alarms. The investigation determined the service actions resolved the issue.